Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection and functional/performance evaluation were not performed as the sample was not returned. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the biopsy was performed in a soft sclerotic lesion in the femur. Per the IFU, "the bard mission disposable core biopsy instrument is intended for use in obtaining biopsies from soft tissues such as liver, kidney, prostate, spleen, lymph nodes and various soft tissue tumors. It is not intended for use in bone." Therefore, the root cause for this event is user related as the product is not intended to be used in bone. Note: an in-servicing was performed at the user facility by bard representative. Labeling review: the current IFU (instructions for use) states: indications for use: the bard mission disposable core biopsy instrument is intended for use in obtaining biopsies from soft tissues such as liver, kidney, prostate, spleen, lymph nodes and various soft tissue tumors. It is not intended for use in bone. The bard truguide disposable coaxial biopsy needle is intended for use as a guiding needle in obtaining core biopsy samples from soft tissue such as liver, kidney, spleen, lymph nodes and various soft tissue lesions. Contraindications: bard mission disposable core biopsy instrument: good medical judgment should be exercised in considering biopsy on patients who are receiving anticoagulant therapy or who have a bleeding problem. Bard truguide disposable coaxial biopsy needle: not intended for use in bone. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a CT guided bone biopsy performed in a soft sclerotic lesion in the femur, on the second sample acquisition the needle was fired and when the needle was removed, it was noted that the tip of the needle came off. There were no attempts to remove the detached tip from the patient.